Event description:
While monitoring a patient, it was reported that the paddles lead ECG thru the therapy cable was dropping in and out. In the mean time, the patient ECG was monitored thru the ECG cable until a second defibrillator was made available and connected to the device. The device use had no adverse effects on the patient.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and parts information to troubleshoot the issue and repair the device.